Event description:
Patient's port catheter was malfunctioning. A port dye flow study was performed and revealed a fracture of the distal port catheter. The portion of the fractured catheter was in the right atrium. The patient had a successful removal of the catheter portion in interventional radiology with an overnight observation.